Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button is not working properly. This issue was observed a couple of weeks ago. The reporter stated that she has to press it more than once. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/19/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint of the unresponsive ok button was not duplicated during testing; all of the keypad buttons responded appropriately. The keypad cover was removed and no damage or contamination was found on the key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.